Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 codes: health effect - clinical code - appropriate term / code not available FDA code: 4581 will be replaced with code 4581, e2402 selected as there is no code available for "patient had to be assisted while walking."

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values 5 days after the sensor was inserted in the arm. The spouse mentioned that they had inaccuracies of ¿100 to 130 points¿ since the day the inserted the sensor and added that, ¿this has been going on basically since he started to use dexcom a few weeks ago¿. The spouse stated that because of the inaccuracies ¿he has been given himself too much insulin for all that time.¿ however, they only realized a few days ago when they started to check with the blood glucose meter. On the day of the event the patient ate lunch at home and did a fingerstick, the cgm was reading 367 mg/dl and the blood glucose reading was 230 mg/dl. The patient stated that the cgm reading was at times higher than 400 mg/dl (presuming reading high), but no blood glucose values were reported from this time. During the days leading up to the event date, the patient felt lethargic and fatigued, dizzy, nauseous and had the feeling he wanted to throw up, he was restless and felt like¿ he did not understand what was going on¿, ¿deadly sick¿ as described by the spouse, and had to be assisted while walking and fell twice. No specific treatment was reported but the spouse stated, ¿he was almost put in the hospital.¿ the only information reported regarding contacting an hcp (healthcare provider) is that the doctor advised to do a fingerstick. There was no documentation that a medical intervention was needed. At the time of the report the patient was feeling a bit better as ¿now they knew it was inaccurate¿, but the situation did take a toll on him. The spouse mentioned on top of this that the patient was disabled but did not report any more information regarding this, and there was no allegation that the disability of the patient was in any way related to dexcom. No other details were documented, and further attempts to reach the reporter and the patient were unsuccessful. No data was provided for evaluation. The allegation and a probable cause could not be determined. It has been reported that there was a difference in readings of 100 to 130 points. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.